Event description:
According to the complaint (B)(4) the customer complained that the abl90 flex plus analyzer (serial number: (B)(6)) were providing false low potassium (k) and sodium (na) results. Patient 1: blood gas (B)(6) 2025 @2156 (na 125mmol/l, k 3.7mmol/l) lab bloods @ 2221 (na 141mmol/l, k 4.5mmol/l). Patient 2: blood gas (B)(6) 2025 @ 0213 and 0626 (na 124mmol/l and 128mmol/l, k 3.7mmol/l and 4.9mmol/l) lab bloods @ 00.11 (na 137mmol/l). Patient 3: blood gas (B)(6) 2025 @ 0150 and 0541 (na 120mmol/l and 118mmol/l, k 3.1mmol/l and 3.9mmol/l) lab bloods @ 0207 (na 137mmol/l and k 5.1mmol/l).

Manufacturer narrative:
Radiometer investigation of the provided logs showed that the issue are likely due to pre-analytical, such as cleaning of the inlet with a surfactant (not recommended in the IFU), or presence of clots in the sensor. Therefore, this incident does not meet the criteria for a reportable MDR.